Event description:
It was reported that during a mammectomy procedure, the device could not be used due to error sound. Another device was used to complete the case and there was no adverse consequence to the patient.